Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2026. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the ff, ra, and rv channels of this lead. A real vt episode (#99) was recorded on (B)(6) 2026 and therapy was appropriately delivered. The shock impedance of the delivered shock in the vt episode was lower than the previous trend. Lead remains implanted. Should additional information become available, this file will be updated.